Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient allegedly developed an infection. The current status of the patient is unknown.

Event description:
It was reported through litigation process that ten months twenty-nine days post a port placement, the patient allegedly developed with bacteremia and bacterial infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. Medical records allege that the patient underwent port placement procedure. Placement procedure was completed under fluoroscopic guidance. The catheter tip location was fluoroscopically verified, and a permanent image was stored. Approximately after ten months and twenty-nine days post placement patient presented to the hospital with fever, shortness of breath and weakness found to have mssa bacteremia. Suspect infection from port catheter given that blood cultures from port and culture of the tip upon removal. The results showed positive for mssa. Patient was treated with cefazolin two gram with a plan for six-week course. As per the submitted medical record review, it is confirmed that the patient had bacteremia and sepsis. However, the relationship between the port and the alleged adverse event is unknown, and there is no device malfunction reported. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.